Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant, the helix could not be retracted during testing. Lead was replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.